Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The physician advanced the 12mm x 2.50mm nc quantum apex balloon catheter to the lesion and inflated the balloon twice. The first inflation was to 12atms, the second to 14atms. The physician attempted to remove just the balloon catheter from a non-bsc guide wire but the balloon catheter would not move on the guide wire and they remained stuck together. Both the balloon catheter and the guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was contrast in the inflation lumen and the wire lumen. There was no damage to the catheter. The inner diameter of the wire lumen measured .014" at both ends. A .014" guide wire was loaded into the tip and advanced completely through the wire lumen without encountering any unusual resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The physician advanced the 12mm x 2.50mm nc quantum apex balloon catheter to the lesion and inflated the balloon twice. The first inflation was to 12atms, the second to 14atms. The physician attempted to remove just the balloon catheter from a non-bsc guide wire but the balloon catheter would not move on the guide wire and they remained stuck together. Both the balloon catheter and the guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.